Event description:
It was reported that the device capture management feature increased the threshold to 5.0 v at 1.0 ms, despite threshold graph showing the threshold ranging from 2.0 v to 3.0 v. It was also reported that the in-office thresholds were 1.0 v at 1.0 ms, and 1.25 v at 0.52 ms. The device threshold was reprogrammed to 3.0 v at 0.52 ms. It was later reported that the device reached elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device capture management feature increased the threshold to 5.0 v at 1.0 ms, despite threshold graph showing the threshold ranging from 2.0 v to 3.0 v. It was also reported that the in-office thresholds were 1.0 v at 1.0 ms, and 1.25 v at 0.52 ms. The device threshold was reprogrammed to 3.0 v at 0.52 ms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.